Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. After the device was used and was being pulled out there were no metal arms attached. One arm was retrieved, but the second could not be found. The patient was x-rayed and still unable to locate the arm. The patient was closed. The device will not be released from the facility.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.